Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 125 units. The customer's blood glucose level was in the 70's (mg/dl). Although requested, the customer declined to perform troubleshooting with tandem technical support.